Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (difficulty completing baseline) has been confirmed. Upon eval, there was an abnormally low resistance reading of 0.4 ohms between the green (+3.3v) and yellow (pgnd) wires in the trunk cable. The cause of the difficulty completing the baseline is the low resistance between the two wires. The cause of the low resistance is contact between the two wires in the trunk cable connector. The cause of the contact is likely damaged wire insulation. The root cause of damaged wire insulation cannot be positively identified, but is likely physical abuse to the trunk cable and connector. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt contacted zoll customer support to report difficulty completing a baseline. The pt was issued a replacement electrode belt.